Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the patient had a return of symptom 1 month ago. The patient changed programs and still had issues. Recently the patient started to have intermittent ¿stabbing pains¿ in the vagina described sometimes as a shock. The patient turned the device off and still had the symptoms. They turned it back on and felt the flutter in the vaginal area. The patient stated that the shocks did not get worse but also did not go away so they turned the device off again and notified their doctor. As a possible patient factor that may have led to the issue, the patient was checked for a uti and denied having one. On (B)(6) 2017, the patient saw the representative and doctor and an impedance check was performed in the office. The impedance check was performed at 1.0 amplitude, 210 pw and all connections with electrode 0 had high impedances. Also, the electrode combination of 1 and 3 had high impedances but it was also reported the check showed high impedances with electrode 0 only. It was noted that the patient felt each impedance check between electrodes that were within normal limits but they stated it was not comfortable. An a/p and lateral x-ray in the operating room (or) showed a medial lead with electrode 3 at the anterior edge of the sacrum. The lead was tested and the patient had toe and bellow response with no other motor responses noted. The implantable neurostimulator (ins) was replaced, put into the pocket, and an impedance check showed ¿no impedances¿. The patient felt a ¿thumping¿ sensation and no pain. As an intervention, the physician decided to change out the ins and check the lead and a surgery was scheduled for (B)(6) 2017. The patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that patient was having shocking, knife-like pain in pelvic area where patient would usually get her stimulation. Per hcp, the patient tried other programs but this didn't help. The patient has turned off her stim, but this hasn't resolved the pain. Both the patient and the hcp have left messages for (rep in the area) about the event. Patient was also having urinary frequency symptom every 2 minutes. Hcp did not know patient's indication for interstim. The patient did not mention any falls to caller, but it was not known for sure if the patient had any falls or injuries. It was reported that representative spoke with patient and patient was having the pain without the device being on. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4) showed no significant anomalies. The device showed good stable output on electrode pairs as received. Analysis showed the device functioned properly. If information is provided in the future, a supplemental report will be issued.